Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an anterior cruciate ligament surgery the white suture of the device could not be loaded into the loop trap. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update avoe 02-apr-2024 it was confirmed that when loading the loop system with the wire loop, the wire loop broke. Update avoe 04-apr-2024 the failure occurred outside of the patient.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. One unpackaged ar-1588r-ib acl repair tightrope® was returned for investigation. Visual evaluation of the device noted that the suture threader was not returned. It was further noted that the white loop suture was broken, the loops were damaged and town, and the ends of the suture were frayed. Functional testing was unable to be performed due to the damage to the device. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used while passing the suture with the suture threader. Refer to investigation photos.